Manufacturer narrative:
(B)(4). This report is regarding a small hole in the patient line and leaking. The reported condition was not confirmed and no root cause was determined because sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was reported as discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted (B)(4) regarding assistance with ending therapy on the homechoice (hc) unit during use. Home patient (hp) stated there was a small hole in the patient line which was leaking. The technical service representative instructed hp to restart with new supplies. There was patient involvement. No injury or medical intervention was reported. Product surveillance contacted the hp on (B)(4) 2011 regarding the reported problem. The hp stated that the lot number was unknown and the supplies had been discarded. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.